Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. The blood glucose reading was 400 - 500 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer feels okay to troubleshoot. The customer will continue to use the product.